Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up infection was confirmed. This right atrial lead was explanted and is no longer in service. No further adverse patient effects were reported. This lead is not expected for return given the nature of the complaint. Given this information, this event record has been concluded. Should updated information become available, a follow up report will be submitted.